Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. This IFU lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was reported that the patient also experienced symptoms of weight gain. The patient's infection was confirmed to have been the common cold. There were no bacteria detected in the culture. The patient was treated with levofloxacin. It was reportedly unknown if a device related issue caused or contributed to the patient¿s right heart failure. The event resolved following treatment of carperitide human atrial natriuretic peptide (hanp) infusion and rest. The patient was instructed to control their salt and water intake at home; however, if their edema increased, they would be hospitalized.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter address line 1: (B)(6). Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient developed right heart failure on (B)(6) 2024. They had symptoms of peripheral edema. They were hospitalized for treatment of hanp infusion. It was noted that there was a possibility the heart failure was related to infection. The patient was discharged on (B)(6) 2024.